Event description:
It was reported that the screw used to fix the monitor holder frame to the spring arm found loosened during a pm check of an innova 2100-iq system. All the 4 screws were loosened but still intact with the joint, no monitor fall or injury was reported.

Manufacturer narrative:
Initial reporter phone number and email were not provided. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation has been completed. The lcd monitor suspension design and manufacturing is owned by mavig. The installation of the lcd monitor suspension was done by a third party installer. During a preventive maintenance (pm), ge healthcare field service engineer found that the 4 screws used to attach the monitor holder frame to the spring arm of the suspension were loose. The customer did not notice this issue before this preventive maintenance. No issue of suspension movement or imbalance was reported by customer. There was neither part fall nor injury reported. By design, four screws are used to attach the monitor holder frame to the spring arm. On this system, the four screws were loosened but still in place with the joint. No screw fall was reported but there was a risk of potential fall of the monitor holder frame along with the monitors. The visual inspection revealed that customer was not using any other accessories on the monitor suspension other than the ge recommended ones, no collision issue was reported, and there were not marks of collision on the suspension. There was no trace of loctite applied on the loosened screws and no paint mark on the screws were found. The root cause identified for this issue is that the third party installer missed the process of applying the loctite on the screws and did not tighten the screws to the torque recommended in system installation manual. On july 9, 2014 ge healthcare field service engineer fixed this system by loosening screw with loctite and recommended torque. Ge healthcare reminded the third party installer who did the monitor suspension installation on september 11, 2014 to strictly follow the installation instructions as defined in the installation manual during system installation and repair. This issue was determined to be isolated and specific to that site. No further action is required.